Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk cable insulation. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open pulse wire. The pt rec'd a replacement electrode belt.